Event description:
This complaint is reportable based upon analysis results completed on 5/15/2008. It was reported that the lesion being treated was located in the very tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a non-bsc 3.0x15mm balloon. The physician could not get the taxus express2 4.5x20mm drug eluting stent to the target lesion, and then completed the procedure with a non-bsc 4.5x20mm drug eluting stent. No pt injuries or complications were reported. Pt status was reported as "stable". Analysis of the returned device found shaft kink, stent damage and stent dislodged.

Manufacturer narrative:
Device eval: product analysis of the returned device found that the stent had moved distally on the balloon and had been damaged on the proximal end. Visual and tactile inspection of the stent delivery system (sds) unit found numerous shaft kinks noticed along the length of the device. Microscopic examination of the material surrounding the kinks did not reveal any inherent deficiencies that would have contributed to the formation of the kinks. The distal end of the sds was also inspected under magnification. The stent was found to have moved 7mm distally from it original crimped location on the balloon. The proximal edge of the stent had two rows affected with three strut pairs that were flipped back. The max stent profile was taken in the location of the flipped strut. It was found to be 0.056". The shopfloor paperwork for this batch shows that the product met its specifications. It was not possible to determine how or when the stent moved and became damaged. Therefore, the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.